Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient lost stimulation coverage. Images were taken which revealed the lead has migrated out of the epidural space. The patient underwent surgery on (B)(6) 2015. The physician repositioned the lead into the epidural canal.